Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery. No excessive no delivery alarm noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and scratched reservoir tube window.

Event description:
Customer's mother reported no delivery alarms on the insulin pump that were not resolved by a set change. The blood glucose reading was 600 mg/dl. Customer expressed high blood glucose symptoms of nausea and not wanting to eat. Customer was treated with manual injections. The bolus history was inaccurate and that no delivery alarms had been occurring non-stop. Nothing further was reported.